Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink duo-vent solution administration set leaked. At the start of an unspecified chemotherapy infusion, the blue slide clamp perforated the tubing causing a leak. The leak resulted in a delay of therapy. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Two samples were received for evaluation. Samples were contaminated with chemo; therefore, the analysis was limited to a visual inspection under a fume hood. No cuts were found in the first sample; however, visual inspection of the second sample identified a cut in the tubing approximately 2 inches below the blue slide clamp. The reported condition was verified. The cause of the cut was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.